Manufacturer narrative:
The reported events of low threshold and drop in sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages consistent with that occurring at the time of explant.

Event description:
During follow-up, decreased sensing and a low capture threshold were observed on the right ventricular (rv) lead, so it was capped and replaced. The patient's condition was stable following the procedure and there were no adverse consequences.